Event description:
It is reported that the universal modular electric/battery double trigger handpiece continues to run without being operated when battery is installed. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.